Event description:
It was reported that patient received inappropriate shock for atrial fibrillation with rapid ventricular rate response. Patient came to the clinic the following week. It was suspected that the atrial fibrillation wad due to the patient being dehydrated. No programming changes were made. No further information available.